Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is considered confirmed as a revision was reported. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician reports being provided. The device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4). Concomitant medical products: biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 20 mm, catalog #: 73-2420, lot #: ni; biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 16 mm, catalog #: 73-2416, lot #: ni; biomet microfixation sternalock blu system plate, 4 hole square, catalog #: 73-2622, lot #: ni; biomet microfixation sternalock blu system plate, 4 hole l-plate 100 degrees, catalog #: 73-2643, lot #: ni. Therapy date: (b)(64) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00831 through 0001032347-2018-00835.

Event description:
It was reported a revision occurred due to the patient's bone outgrowing the device. No plates were implanted in the second surgery. No additional patient consequences were reported.